Event description:
It was reported that the atrial lead had high thresholds and a replacement was scheduled. During the lead replacement procedure, the new lead was placed and tested and had unstable thresholds; however the lead was implanted. After the procedure was over the threshold increased again and was high and was not pacing. The new lead was inactivated by reprogramming the device a vvi mode and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.